Event description:
It was reported that during da vinci si procedure, arcing from a hole in the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument was observed. The instrument was disposed of. No further details were provided.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Multiple attempts have been made to gain additional information about the event, but the hospital has yet to provide further details. If additional event details become available a follow up MDR will be submitted.